Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 01/11/2016, to report a recent hospitalization that occurred on (B)(6) 2016. Patient reported that she had hardware (screws) removed from her arm. Patient stated that the reported event was not dexcom related and reported no allegation against dexcom device. No additional event or patient information is available. There was no alleged malfunction against the device. The complaint states that the patient was in the hospital to have hardware removed from her arm. The reported event was not dexcom related.